Manufacturer narrative:
The insulin pump was received with full segment display due to faulty component on the interface board. Unable to perform the self-test, a21 error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, or verify the operating currents, a13 alarm, unresponsive buttons and frozen display due to full segment display. The keypad was inspected and no damage noted. The insulin pump had stripped battery cap coin slot, cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a frozen display. The customer stated that the frozen display was preceded by unresponsive buttons. The patient's blood glucose prior to the incident was 297 mg/dl. Troubleshooting was initiated for the frozen display and the customer confirmed that the time was not progressing. The screen was not completely blank either. However, further troubleshooting could not be performed due to a stuck battery cap. The customer attempted to remove the battery cap with a screwdriver but was unable to remove it. They were advised to discontinue use of the insulin pump if the battery became low and to closely monitor the device. The insulin pump will be returned for analysis and the customer will receive a replacement insulin pump.